Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was cracked. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 with broken plexiglass and a damaged hinge. The field service engineer (fse) removed old door and replaced with a new tower door, with hinges reinstalled and secured to the cabinet chassis. All functions were tested successfully and the issue was resolved. The system functioned as intended after the field service engineer (fse) repaired the device.